Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl and was within normal range. The customer initially could not reset the pump due to a lack of a charger or new cartridge but later called back to perform the reset. Technical support assisted by providing pump reset information, which allowed the customer to successfully reset the pump.